Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 171 mg/dl. The customer stated that they were wearing the insulin pump in their bra. The discontinuation of the device was advised. The customer was advised that they could remove the battery to avoid the alarm. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The deice will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).